Event description:
The cement nozzle broke on two ocassions when trying to inject the cement. This caused the cement to set early. The implant was only half way in when the cement set. The surgeon had to pull out the stem and do another revision.